Event description:
The physician reported, that the extensions had migrated after a revision was performed; the extensions had been anchored to the skull during the case. The hcp stated, the migration had occurred "despite revision, will require re-positioning of ipg and shorter extensions." No patient symptoms had been reported; there was no patient injury. Refer to MFR reports #6000153200800275 and 6000153200800789.